Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the permanent cautery hook instrument was found with a broken wire. There was no report of fragment(s) falling inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that no cable was found protruding from the distal end of the instrument during dissecting surgical task. No issues were identified with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. The instrument did not collide with any other instrument or tool during the procedure. The customer used a backup instrument of the same kind to continue the procedure and indicated that there was no known impact or patient consequence.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found with a frayed pitch cable at the clevis hub. For clarification, some bundles or filaments of the cable were frayed but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.